Manufacturer narrative:
Device received with blank display and heating due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not turning on and had blank screen. The customer's blood glucose level was 168 mg/dl at the time of the incident. It was reported that couple of days ago the insulin pump shuts down and noticed that the insulin pump was overheating. The customer reported that the battery compartment was over heating. The customer was calling back with a new battery still had blank screen and still was overheating. The customer was calling back to report insulin pump continuing to be hot/warm/overheated after previous troubleshooting was completed. The customer was advised to revert to the back-up plan as per the healthcare professional¿s instructions. The device will be returned for analysis.